Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device underdelivered by 100 ml. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with "the device under delivered by 100 ml" was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. No repair was necessary to fix the reported condition. A service history review revealed that the device has been previously sent into service for the reported condition of under delivery.